Event description:
It was reported that the patient presented for remote follow-up via merlin.net. With high ventricular rate episodes caused by over-sensed noise exhibited by the right ventricular lead. Programming adjustments were discussed; however, no interventions were reported. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.